Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver did not turn on. The receiver case was opened, the internal inspection failed with a damaged battery with a cracked controller chip. The battery was replaced with a known good battery and the receiver turned on. The receiver log was downloaded, unexpected shutdown was observed. Functional testing was performed and it passed. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a damaged battery.